Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on oct 12, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged particles in tubing chamber, difficulty in breathing, headache, sinus infection, chest pain, sore throat, heart problem, drynessand hard to cough. Additional information was received about the alleged lung disease. Section h6 health effects: clinical codes was updated.

Manufacturer narrative:
Additional information was received on august 05, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging particles in tubing chamber, difficulty in breathing, headache, sinus infection, chest pain, sore throat, heart problem, dryness, hard to cough and lung disease related to CPAP device's sound abatement foam.